Manufacturer narrative:
(B)(4): g2: report source france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a left knee sprain: arthroscopic ligamenplasty using an 8 mm diameter proflex synthetic ligament. Subsequently underwent two revisions approximately 8 and 11 months after implantation respectively due to pain centered on the inside of the joint. Subsequent interventions were performed (between 3- and 8-years post implantation) which were: diagnostic arthroscopy, extra-articular patellar tendon plasty, external meniscectomy of left knee, peripheral ligamentoplasty. Due diligence is in process and to date no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5; b5, g2, g3, g6, h2, h6, h11. Upon review of additional information, this was has been previously reported; however, the zb implant was removed in 1988. Patient has had multiple surgical interventions after the implant was removed. Medical/legal review indicates that the muscle atrophy is responsible for the post-revision instability and complications which is unrelated to device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had a synthetic ligament implanted due to a sports injury that occurred 45 days earlier. Subsequently, the patient developed significant quadriceps atrophy with limited range of motion and a slow recovery and had the ligament removed approximately 13 months after implantation. Additionally, the patient is experiencing ongoing pain, instability, inflammation and ambulatory difficulty post-explantation. Due diligence is in process and to date no further information on the reported event has been provided.